Event description:
The customer reported that the there was no flow. As a result, the device was revised. No other details were reported.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves or catheters, which have resulted in blockages within the devices, restricting flow. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Manufacturer narrative:
Upon completion of the investigation it was noted that 2 small holes were noted on opposite sides of the siphon guard in the silicone housing, as well as a dent mark in the siphon guard, this could be due to a sharp or pointed object coming in to contact with the silicone housing. This however could not be confirmed. The device was tested and worked according to the manufactures specifications. The holes did not appear to have an impact on the functionality of the device. The complaint reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.